Event description:
The pt received a 3.0 x 23mm cypher stent implantation in the obtuse marginal. The vessel and predilated with a 2.5mm maverick balloon branch and the stent was deployed at 6atm. The pt also received a 3.0 x 12mm carbostent in the diagonal at 16 atm. Pt had an angiogram at 6 months follow-up showing good patency. Approx three years later, the pt was hospitalized due to a myocardial infarction. (Total occlusion) in stented site. Physician found that the cypher stent was fractured. The physician treated the pt with a 2.75 x 28mm taxus stent. Physician noted that the stent thrombosis probably occurred due to the stent fracture.

Manufacturer narrative:
This device crs 23300 (lot unk) is distributed outside the united states; however, it is similar to the united states product cxs 23300. The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt.